Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Display segments/pixel defective . Display shows on the left side lines with different width, therefore the digits and symbols on the left side cannot be read correctly. No adverse event alleged. A request was made for the return of the device.